Manufacturer narrative:
Correction to conclusion code.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to a capture issue. No further information is available at this time.